Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the capsule was broken. Pacemaker and lead were exposed. Patient developed fever and the pocket was red and swollen. Infection was noted. Pacemaker and the lead was explanted. After debridement treatment, the new system was implanted on the other side. The patient was in a stable condition.